Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient expired during a revision procedure due to an unspecified cardiac issue. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01502 / 01503). Product location unknown.

Event description:
Patient expired during a revision procedure due to unknown reasons. No further information has been provided.